Event description:
It was reported that after the pixel stent was unable to cross a moderately calcified lesion, the stent was withdrawn through the guiding catheter. When the device was removed, it was noted that the stent was not on the stent delivery system (sds). The stent was not found; however, it is known that the stent could not be in the guiding catheter because a dilatation balloon was advanced through it without any issue to complete the procedure. No pt effects were reported from the procedure.